Event description:
Healthcare professional reported, prominent folds via MRI. Capsulectomy treatment. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: observed, flat creases. Additional observations: one opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted."

Event description:
Patient reported left side "rupture". Healthcare professional later reported left side rupture. Physician later noted "there are prominent radial folds but no definite intracapsular or extracapsular breast implant rupture." The device has been explanted.

Event description:
Patient reported left side "rupture". Healthcare professional later confirmed rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.